Manufacturer narrative:
Date of event: is unknown there were several occurrences in november. PMA/510k info: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd max¿ system, bd max¿ instrument multiple false positives occurred. The following information was provided by the initial reporter: multiple false positives in november.

Event description:
It was reported that bd max¿ system, bd max¿ instrument multiple false positives occurred. The following information was provided by the initial reporter: multiple false positives in november.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had "false positives". Customer reported that they are seeing suspected false positive results while running multiple enteric parasite assays. Analysis of the customer run database and log files by bd service specialists did not indicate any functional issue with the instrument. A bd field service engineer (fse) was dispatched to the customer site where they verified instrument gantry and reader drawer alignments. This complaint is not confirmed as no problem was identified with the instrument. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument (B)(6) , and one additional work order was observed on (B)(6) 2022 for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.